Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076 implantable pacing lead - 2007 (B)(6); 4194 implantable pacing lead - 2007 (B)(6); (B)(4) implantable mechanical valve - 1989 (B)(6). (B)(4).

Event description:
It was reported that the patient alert triggered. The patient went to the clinic, where the device was 'reset' per the patient. The patient indicated further that the patient alert had triggered once more, though a remote transmission did not record any alerts, and the timeframe of the alerts does not match the programmed device alert times. It was suspected that the second alert was not related to the device. It was further reported that the clinician indicated that the patient's device did not alarm, and there has been no indication that the device has malfunctioned. No reprogramming changes were made and the device remains in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that the patient alert triggered. The patient went to the clinic, where the device was 'reset' per the patient. The patient indicated further that the patient alert had triggered once more, though a remote transmission did not record any alerts, and the timeframe of the alerts does not match the programmed device alert times. It was suspected that the second alert was not related to the device. Follow up is currently in process to determine the cause of the alerts. The device remains in use. No patient complications have been reported as a result of this event.